Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "the legs did not open. This was a jugular approach. When the physician clicked the filter to deploy it, he pulled back and the filter just sat in place and the legs did not extend. This filter was retrieved and a new one was opened and used to complete the procedure." Patient outcome: no adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is solely based on description of event stating "the legs did not open. This was a jugular approach. When the physician clicked the filter to deploy it, he pulled back and the filter just sat in place and the legs did not extend. This filter was retrieved and a new one was opened and used to complete the procedure." No imaging was provided and no product was returned to assist the investigation. Given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported filter legs failed to expand. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue for similar events.